Event description:
It was reported that an asymptomatic patient presented in operating room for change out due to normal eri. Externalized conductors were noted between the rv and svc coils. No electrical anomalies were observed. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.